Event description:
The user facility reported that during a ureteroscopy, the tip broke off. The tip was recovered and the procedure was completed with a different device. No patient injury was reported. Olympus followed up with the user facility to obtain additional info but no further info has been provided.

Manufacturer narrative:
The device referenced in this repot has been returned to olympus for evaluation. However, the evaluation has not yet been completed. A supplemental report will follow to provide the evaluation results.